Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent posterior colporrhaphy, perineorrhaphy, resection of significant amount of ethibond suture.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat bladder and colon prolapse, vaginal prolapse, rectocele, cystocele and urinary incontinence. It was reported that patient underwent a procedure to remove scar tissue from urethra (date unknown). No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.